Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to initially address bg and the paramedics provided assistance by administering glucose and transporting the customer to the emergency room (ER). The customer was admitted to the ER where healthcare providers administered dextrose and provided additional carbohydrates to treat the low bg. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.